Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert appeared in pump history while caller used tandem charging cable and wall adapter. There was no reported impact to the customer¿s blood glucose level. Caller was instructed to plug wall adapter into outlet known to work and leave pump connected for at least 30 minutes, and pump later recharged successfully with battery returning to 100 percent.